Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued that would have contributed to this event. The reported patient effect of dissection is listed in the xience xpedition everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design, or labeling of the device.

Event description:
It was reported that the procedure was to treat a mildly tortuous, heavily calcified right coronary artery that was 90% stenosed. Pre-dilatation was performed with a 2.75x8 traveler balloon. Then a 3x12mm xience xpedition stent was deployed at 10 atmospheres (atm) and post dilated with a 3x12mm nc traveler balloon at 18 atm. Afterwards, a distal edge dissection was noted. Another 3x12mm xience xpedition stent was used to treat the dissection. There was no adverse patient sequela and no clinically significant delay. No additional information was provided.